Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a cardiogenic occlusion at p-com p1 was treated with mechanical thrombectomy and angioplasty with the subject device. A CT scan shortly after the operation showed a subarachnoid hemorrhage confined to the cisterna interpeduncularis. Anticoagulant therapy was withheld. The patient recovered and was discharged a month after the procedure.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a cardiogenic occlusion at p-com p1 was treated with mechanical thrombectomy and angioplasty with the subject device. A CT scan shortly after the operation showed a subarachnoid hemorrhage confined to the cisterna interpeduncularis. Anticoagulant therapy was withheld. The patient recovered and was discharged a month after the procedure.